Event description:
My dexcom's are always 80 points or more off. And they constantly fail putting my diabetes at high risk and they will no longer send me replacements. They have the worst device both the app and my receiver will not notify me of highs and lows.